Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) helix disengaged from helical channel; full lead was returned and analyzed. The helix will not extend due to being over-retracted. The connector pin was bent when received. Blood/body fluid in/on the electrode end of distal conductor and helix/lobe mechanism.

Event description:
It was reported that during implant attempt, there was no acceptable sensing measurements and it was not possible to extend the helix. The lead was not used. No patient complications have been reported as a result of this event.